Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. There was no specific reason provided for the revision surgeries. Information provided by the attorney do not give specific dates of implant, surgery or injuries. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrlex (device #1). An additional emdr was submitted to represent the bard /davol ventrio st (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 or (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) or an unspecified bard/davol ventrio st (device #2). On (B)(6) 2013 or (B)(6) 2015: the patient had unspecified injuries related to a defect in the ventralex (device #1)and ventrio st (device #2) underwent revision surgery . The patient is only making a claim for an adverse patient outcome against the ventralex(device #1) and the ventrio st (device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿